Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited rhythm acceleration during a ventricular tachycardia (vt) episode. The rhythm was appropriately terminated with a third shock. No additional adverse patient effects were reported. This ICD remains in service.